Event description:
Note: this report is a supplement to manufacturer report # 3005099803-2008-1730.

Manufacturer narrative:
.

Event description:
It was reported to boston scientific corporation in 2005 that a low profile balloon was attempted to be placed during a balloon replacement procedure (product placement date approx two months prior; patient age, gender, and weight unknown). According to the complaint, the balloon ruptured during inflating. No patient complications were reported as a result of this event. The patient's condition was reported to be good.

Manufacturer narrative:
Functional evaluation of the returned device revealed that the balloon had a hole in it, causing leakage and rendering the device non-functional. The hole was not along the balloon's seam (its weakest point). The cause of this malfunction cannot be determined.